Event description:
It was reported that the patient started to desaturate due to a cuff leakage. When this was suspected the tube was changed and checked for leak, confirming that cuff leak was the cause. All tubes with same lot number were removed and are being sent back for investigation as there have been five incidents. There are 26 unused samples from the same lot available for an investigation. The issue occurred while in use with a patient at the hospital, the operator of the device was a health professional. The issue was resolved after a tube change. The incidents happened on different times over the last 3 weeks of (B)(6), not only on (B)(6) 2025. The incidents happened to different patients. The issue was resolved after a tube change. The root cause was a cuff leak. There was patient involvement, but no adverse harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information was received for a second patient. A new complaint record was opened to document this patient and event. This was documented on report reference number 3012307300-2025-11689 submitted 10/22/2025. Please reference mrn 3012307300-2025-11689 for all details pertinent to this event.